Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as "air bag leaked fluid". This was observed after the device was filled and configured. The device was replaced to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 26, 2024 ¿ march 27, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.